Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the centrifugal pump leaked. *minimal blood loss, *product was not changed out, *surgery completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 5, 2017. The returned sample was visually inspected, during which dried blood could be seen around the weld. The sample was then set up in a circuit of saline solution, on a sarns driver, and ran at 3600 rpm with a backpressure of 600 mmhg for thirty minutes. A slow leak could be seen from the housing early into the circulation. The sample was visually inspected again, finding a single crack in the top housing at the weld. Magnification of the weld found stress marks in the weld at the location of the crack and leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.